Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s device had been programmed to vvi ¿ 40 ppm and the defibrillation therapy had been turned off for some years as the patient¿s ejection fraction ¿ ef had improved. Now the patient¿s ef had decreased and when the physician was programming the device; it was noted that the right ventricular lead was exhibited oversensing of noise. The patient was asymptomatic to the event. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition prior, during and post procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received noted that the chronic capped lead was explanted on (B)(6) 2020. An elective decision was made by the physician to remove excess hardware in the patient due to other ongoing health issues. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event of noise was confirmed. Only the distal portion of the lead was returned in one piece. Analysis found an external insulation abrasion consistent with friction to the device can breaching the ring electrode cables lumen at 44.4 cm to 45.0 cm from the distal tip. One of the ring electrode cables was found to be abraded through. The ptfe liner was found to be normal in this region. The cause of the reported event was isolated to the exposed ring electrode cable at the abrasion zone.